Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of approximately 400 mg/dl while using the ilet system, noted an insulin odor suggestive of a possible leak, and performed a full supply change including site and supplies; the infusion set cannula from the prior site was not bent, the user had not recently eaten or announced a meal, and the user had recently switched from humalog to insulin lispro. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.